Manufacturer narrative:
(B)(4).

Event description:
During a thrombectomy procedure, it was reported that there was a hole in the catheter. This angiojet® solent¿ omni was selected; however, when the physician pulled the device out of the patient there looked like there was a pinhole and blood was squirting out the proximal portion of the catheter. The procedure was complete with another of the same device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter portion of the device was returned for evaluation the rest of the catheter was not. Visual and tactile examination showed no irregularities or defects in the catheter portion of the device. The pump with supply line was removed 5cm from the manifold of the catheter and not returned with the rest of the device. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested to confirm the reported event of a pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
During a thrombectomy procedure it was reported that there was a hole in the catheter. This angiojet® solent¿ omni was selected; however, when the physician pulled the device out of the patient there looked like there was a pinhole and blood was squirting out the proximal portion of the catheter. The procedure was complete with another of the same device. No further patient complications were reported and the patient status is fine.